Event description:
As reported: "during svc isolation, phrenic nerve paralysis occurred during free wall ablation. Ablation was discontinued immediately, but paralysis did not return, and the patient left the room. Diaphragmatic nerve paralysis. The phrenic nerve palsy remained when the patient left the room. The physician commented that nothing in particular" no allegations were made against the mobicath sheath.